Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all in one would not power on. A field service engineer disconnected all cables from the docking board to rule out a short, and it was determined that all in one itself had failed. Since no replacement all in one was available on hand, the customer authorized using an unused station¿s monitor, and all in one was swapped to restore functionality. After replacement, the client would not connect, so technical support center was engaged to assist in bringing the station back online. After restarting the cubex application, it became fully operational and all drawers populated successfully. The system functioned as intended after the field service engineer and technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, the monitor would not power on and remained completely blank. There were no delay or adverse events or injuries reported based on this event.